Event description:
Additional information was received that surgical intervention was performed and the device was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device has a monitoring voltage of 2.49 volts and a charge time of 10 seconds. The health care professional (hcp) consulted with boston scientific technical services (ts) as to why the device had not triggered elective replacement indicator (eri) as labeling indicates eri is 2.5v. Ts discussed that hcp should assume device is at eri and plan for change-out. Caller was agreeable to this. No adverse patient effects were reported.